Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed both of the power supplies to pass testing. Per data log analysis, on (B)(6) 2019 the system was powered up on battery, and then alternating current (ac) power was restored. Nowhere in the logs does the power supply 2 (ps2) fail.

Manufacturer narrative:
The fsr installed a new power supply kit. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the right power supply (ps2) had failed with no output voltage. There was no patient involvement.